Manufacturer narrative:
The investigation was performed based on the provided information and the initially sent photos showing the inside of the device. More detailed photos have been requested but were not provided. An electronic device log file and the device itself were also not made available. The evaluation of the footage revealed that the source of the ignition must be located between the mounting bracket on the right rear side and the main plastic housing of the device. As nearby no electronic power is located, most likely a high electric current was flowing via the protective earth of the device inducing a flame and in the further course causing the tubes (connecting the vaporizer bar with the gas mixer interface) being melted. It was obvious based on the provided photos that all internal components (e.g. Mixer, pgm, control panel) have not shown any signs of damage. Additional information was provided that also the power supply was found in a good working condition and that all electrical tests were passed. We were also informed that the wall outlets onsite are not equipped with elcb (earth leakage circuit breakers). This component has the function to detect an error current which flows over the protective earth leading to an immediate switch off of the electrical circuit. For the actual case this would have interrupted the electrical power and probably could have prevented the development of fire. Finally the root cause for the high electrical current could not be determined. The device is designed in accordance with the applicable standards (iec 60601-1) for medical electrical equipment. The conformity is checked within the scope of periodic product audits. The verification of electrical safety of the device is part of the production tests as well as the service card in case of maintenance and/or repair. The housing as well as electronic components are made from not inflammable or self-extinguishing materials which limits the risk for a fire to a minimum. The device was in standby mode at the time of the event and no patient was involved. Within the last 3 years one further similar case was reported from india- but a detailed root cause analysis was also not possible that time due to lack of information.

Event description:
See initial report.

Manufacturer narrative:
The investigation ist still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the primus was in standby when the technician heard a blasting sound inside the machine and noticed a burning smell. Immediately he turned off the power to the machine and the theatre as well. The next day scorch marks and smoke inside the machine was found. No injury reported.